Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010 the pt reported she has seen air bubbles in the insulin cartridge of her infusion device which has resulted in elevated blood glucose readings up to 261 mg/dl. Her normal range is around 150 mg/dl. She stated she changed her cartridge 2 days ago and noticed the air bubble on (B) (6) 2010. She stated she corrects her readings by bolusing insulin. The pt said she also suffers from gastroparesis which makes it difficult to control her blood glucose levels. She uses room temp insulin. She said the air bubble is large and at the bottom of the cartridge. She has tried to remove it, but could not do so after using a lot of insulin. She said she will wait until she is closer to the air bubbles before priming it out. She was advised to check her tubing for any air bubbles and to prime them out. On f/u with the pt on (B) (6) 2010, she stated her blood glucose has returned to normal. She stated she just had surgery and other medical conditions which also contributed to the elevated readings. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.